Event description:
Operating room staff found issues with multiple leesar custom packs. Pn lsrhhminord- 1pk of 4x4 x-ray 16-ply left out (lot# 921181); pn lsrhhgynlac- 4x4 x-ray, 16-ply had 12 instead of 10 (lot# 876181); pn lsrhhgynlac- 4x4 x-ray, 16-ply had 8 instead of 10 (lot# 876181); pn lsrhhtohipb- has hair in the pack, pack is unopened (lot# 900181). Ln 3861000 incorrect raytex count; the pack had a total of two packs instead of one (lot#834181).